Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion on the device distal tip and sheath adhesive detachment could not be determined, however, the issues were likely the result of component failure due to repetitive use stress, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, corrosion on distal end and detached bending section sheath adhesive were observed and repaired. There was no patient involvement, and no harm was reported as a result of the event.